Event description:
It was reported that shaft break occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 4.0mmx20mmx143cm fg coyote nc mr (nc quantum apex¿) balloon catheter was advanced to dilate the lesion. During the procedure, the physician noticed that the shaft of the device was kinked. When the device was removed from the patient, it was noted that the shaft was separated outside the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a coyote nc balloon catheter in two pieces. There was contrast in the inflation lumen and blood in the guidewire lumen and between the balloon folds. The balloon was tightly folded. Microscopic examination and tactile inspection revealed numerous kinks throughout the hypotube. The inspection also revealed a complete hypotube separation 59.5cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Microscopic examination presented no damage or irregularities to the shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)